Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was experiencing inaccurate cgm values which occurred 8 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient was found sweating and unconscious by her husband, who is a physician. The patient¿s cgm was reading 250 mg/dl. No bg meter reading was provided at this time, as the patient¿s husband stated he ¿knew¿ the patient¿s bg was low due to her symptoms. The patient¿s husband treated the patient with a d50 injection as well as glucagon. The patient regained consciousness after treatment. The patient recovered at home and was not taken to the hospital. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was unconscious. No additional patient or event information is available.